Event description:
It was reported that a lead safety switch (lss) occurred due to the right atrial (ra) and right ventricular (rv) leads exhibiting high, out-of-range pace impedances of greater than 3000 ohms, noise and high thresholds. Subsequently, the ra and rv leads were surgically abandoned and replaced, and the device was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).